Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture and loss of sensing. Chest x-ray confirmed ra lead dislodgement. The ra lead was explanted and replaced with a new lead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of no sensing and no capture were not confirmed. As received a complete lead was returned in one piece. Final analysis found the helix retracted and clogged with blood/tissue. No anomalies were found.